Manufacturer narrative:
Block g2: study: u0720 spaceoar system rws clinical study. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement clinical trial study procedure performed on (B)(6) 2023. On (B)(6) 2023, the day of the procedure, the patient was treated for urinary retention. The same day, the patient was treated with medication and catheterization was also performed. On (B)(6) 2023, the patient was discharged home, with oral medication of tamsulosin hydrochloride sustained release capsule. The event was considered to be ongoing at the time of this report. The relationship to the spaceoar device and event was reported to be possible and the relationship between the spaceoar implant procedure and the event was reported as a causal relationship. It was also reported the relationship between the hydrodissection procedure, and the event was causal as well. It was also noted the physician thought this was a more routine postoperative reaction. Tha patient condition is reported unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on july 19, 2023: it was further reported the adverse event of urinary retention was reported as recovering and resolving at the time of this report.

Manufacturer narrative:
Study: u0720 spaceoar system rws clinical study. Patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement clinical trial study procedure performed on (B)(6) 2023. On (B)(6) 2023, the day of the procedure, the patient was treated for urinary retention. The same day, the patient was treated with medication and catheterization was also performed. On (B)(6) 2023, the patient was discharged home, with oral medication of tamsulosin hydrochloride sustained release capsule. The event was considered to be ongoing at the time of this report. The relationship to the spaceoar device and event was reported to be possible and the relationship between the spaceoar implant procedure and the event was reported as a causal relationship. It was also reported the relationship between the hydrodissection procedure, and the event was causal as well. It was also noted the physician thought this was a more routine postoperative reaction. Tha patient condition is reported unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.